Manufacturer narrative:
(B)(4) g2 foreign: austria. D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unknown vanguard bearing. Customer has indicated that the product will not be returned as it is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure due to pain, anterior luxation of the tibia and nickel allergy was reported . The poly was revised. Attempts to obtain additional information have been made; however, no more is available.